Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment with injection fortum, 1 gram, once daily and injection vancomycin, 1 gram, ¿after five days¿ (routes were not reported). At the time of this report, the peritonitis was resolving and dianeal therapy was ongoing. No additional information is available.